Manufacturer narrative:
A product investigation was completed on 11-mar-2021. No failure could be identified as a result of the investigation.

Event description:
Consumer e-mail stated a tampon she used came apart in two parts. She opened another tampon to inspect, and it came apart in the center making two parts. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer e-mail stated a tampon she used came apart in two parts. She opened another tampon to inspect, and it came apart in the center making two parts. No injury was reported.